Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Retainer ring is black. The customer alleged critical pump error (open book image), pump error 15 and failed battery test on december 05, 2021.the device passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the dat at 0.0873 inches. The following were noted during visual inspection: minor scratched display window, scratched case, pillowing keypad overlay, and cracked keypad overlay at the select button. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thump. No critical pump error (open book image) noted during testing. Please see the failed battery test alarm listed in the device history file on the event date. 12/05/2021 12:07:56.000 alarm alert notification (40) fault number: failed battery test (58) 12/05/2021 12:08:36.000 alarm alert notification (40) fault number: failed battery test (58) 12/05/2021 12:08:59.000 alarm alert notification (40) fault number: failed battery test (58) the device detail trace does not have data available the time of the event date. Unable to verify the customer's battery voltage. However, using a test energizer alkaline battery at 1.57 volts, the test battery was remove and reinserted with no failed battery test alarm noted during testing. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. No low battery alert, power loss alarm, replace battery alert, or replace battery now alarm noted on the event date. No low battery alert, power loss alarm, replace battery alert, or replace battery now alarm noted 3 weeks prior to the event date in the device trace download. No unexpected pump error 15 alarms noted during testing however, pump error 15 alarm on 12/05/2021 12:07:53.000 (line number 1935 file number 0) was found in the formatted history file. Problem isolated to the electronic assembly as per global logic analysis (esf# 3764385). No damage noted on the electronic assembly, motor or force sensor noted. The customer alleged critical pump error (open book image) was not confirmed. The customer alleged pump error 15 was confirmed. The customer alleged failed battery test was not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin had a critical pump error alarm. The customer also reported that the insulin pump had a battery failed alarm. Customer stated that the contacts on the battery cap were not missing, damaged or corroded. Customer stated that the battery compartment and spring were not damaged or corroded. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.